Manufacturer narrative:
(B)(4). The customer reported a pacer check failure during opcheck. They also reported that the device would not turn off with the control knob. There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a pacer check failure during opcheck. They also reported that the device would not turn off with the control knob. There was no patient involvement.